Event description:
Signal not reliable. New lamp & cable did not solve the problem.

Manufacturer narrative:
Device received, inv in progress: the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.